Event description:
During a survey, an unspecified healthcare worker (hcp) responded they have a ¿6-10%¿ restenosis rate of the diseased artery with vascu-guard. Additionally reported by the hcp, ¿it is an estimate that this is the number of patients who have required further intervention for restenosis¿. The exact quantity of patients was not reported. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.